Event description:
It was reported via phone call, that the customer was hospitalized in (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 1150mg/dl. The customer reported having symptoms of chest pain, muscle tightness, trouble breathing and walking. The customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with nausea medication and intravenously. Unable to troubleshoot. Customer does not recall any significant event leading up to the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.